Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4)-incomplete. The expiration date is currently unavailable.

Event description:
It was reported by the sales rep that their inflow tubing was leaking when they connected it to intermediary tubing during an unknown arthroscopy. There were no patient consequences or delays. The case was completed by switching out the inflow tubing with another like device. The device is being returned.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device was received and inspected. The label was returned with the device. The part number and lot number were confirmed. Visual observation revealed large amounts of unknown fluid inside the tubing. This fluid is a potential biohazard therefore, testing cannot be performed. The device was inspected for any leaks or cracks. No sign of damage to the tubing. The device package was dry, no signs of moisture, further indicating the tube set was intact and had no visible damage. This complaint is not confirmed. Further visual observation revealed the quick connect port pressure sensor filter, seems to be wet as the tube that leads to the filter was reached by the unknown fluid which indicates a possible overfilled chamber. The reported failure of the device leaking cannot be determined. The DHR review indicated that this batch of devices were processed without incident, therefore, there is no evidence of manufacturing anomalies on the records reviewed. Furthermore, a review into the depuy mitek complaints system revealed one dissimilar complaint for this lot of devices that were released to distribution. And at this time no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).